Event description:
According to the reporter, during open mastectomy, the tip of the needle broke off while the surgeon was pulling the needle out of the skin. The surgeon was able to complete the stitch after searching and locating the broken needle tip which was found on the floor. This resulted to 30 minutes extended surgical time, but there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.